Event description:
It was reported during the implant procedure that the 6947 was attempted but not used, due to unusual electrical characteristics such as intermittent capture, egm problems and a non-operational helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found, distal conductor distorted, helix/lobe distorted/bent, deformation/fracture in 5 cm prox section of the inner coil - extension problems, and damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the distal conductor was distorted, the helix was stretched out of specification, the helix was fully extended, blood/tissue was present in/on the helix mechanism/sleeve head and the lead exhibited apparent damage at implant. The full lead was returned and analyzed. (B)(4)no anomalies found; the distal conductor had blood/body fluid present (not obstructed). The full lead was returned and analyzed.

Event description:
It was reported during the implant procedure that the 6947 was attempted but not used due to unusual electrical characteristics such as intermittent capture, egm problems and non-operational helix. The lead was not implanted. Implantation of a left ventricular lead (4196) was attempted, but not used. No patient complications have been reported as a result of this event.